Manufacturer narrative:
Tf5507 indicates leakage. Sensor board pmixer sensor was defective and replaced.

Event description:
Hamilton medical ag received the following incident description: in tests, device alarmed with tf5507.

Manufacturer narrative:
Tf5507 indicates leakage. Sensor board pmixer sensor was defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: in tests, device alarmed with tf5507.